Event description:
It was reported by the patient the remote monitor would not respond to the start/stop button. It was also reported that the patient tried to disconnect and reconnect the power cord and the power cord was warm. The start/stop button was still unresponsive. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a capacitor was out of specification.